Event description:
Device malfunction: resistance felt during retracting peel away sheath and the guide wire separated. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported during the procedure in the internal carotid artery with a type I arch, the physician felt resistance when retracting the peel away sheath during deployment of the filter basket. The filter basket deployed normally; however, outside of the patient's body it was found that the guide wire had separated, where the wire comes out of the introducer. The recovery catheter could not be used because the wire was too short. The physician pulled the fully deployed filter basket back through the lesion and removed it from the patient without incident. The filter basket was visually inspected by both the physician and account manager and it was found not to be damaged. The filter basket appeared to be in pristine condition. Another 6 x 5 rx accunet was used and the procedure was completed. No patient injury or effect was reported. No additional information available.